Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found no significant anomaly and end of service (eos) due to three ove rdischarges. The implantable neurostimulator (ins) was tested in a set temperature controlled oven at 37° c, and placed in an offset block. The ins did pass the nondestructive testing (ngt), and there were no anomalies observed regarding the "ins getting hot in the pocket" throughout the heat test during stimulation. There was no evidence to suggest that the complaint device behaved differently than the control device. No abnormal hotspots were observed from the infrared (ir) images and the thermocouple data closely matched the control data.

Manufacturer narrative:
Product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 3778-75, serial# (B)(4), implanted: 2008 (B)(6); product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that at the pre-operative visit for the implantable pulse generator (ipg) replacement, the patient complained that before the battery died, he felt the battery get ¿hot¿ in the pocket while in use. It was noted that the health care professional first learned about it at the visit. It was noted that there was no normal battery depletion. It was noted that the device was explanted on 2014 (B)(6) and the patient recovered without sequela after the device was removed. It was noted that there was no patient injury. It was further reported that it was unknown when the patient first noticed the implantable neurostimulator (ins) pocket getting hot. The reporter noted that no one was aware of the issue until it was reported at the preoperative visit. The cause of the ins going dead is unknown and it was unknown if a physician mode recharge (pmr) was performed on the device. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.